Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient lost the patient programmer (pp) and got a new one, however, this one did not have additional programs on it. They noted that they could connect and synchronize, but it didn't seem like it was on a program at all. The patient was not feeling stimulation, even though they had it turned up as high as it could go, noted to be 8.5 volts (v). They thought they had skipped something and wanted someone to walk them through the programming, step-by-step. This was noted to have occurred in (B)(6) 2017. On the same day, it was reported that the stimulation was on, at 6.0, but wasn't working to help the patient's symptoms. They noted that, prior to losing the pp, it was working fine but the patient started tinkling a lot more. The patient used to feel stimulation all the time, but stopped feeling stimulation. This was noted to be a loss or change of therapy. They had been chan ging the pp and increasing the setting to the point where they would get a little bit of a shock. They clarified, saying that the patient would first start feeling it and, then, they would stop increasing. It would work for a month and then they would start tinkling and they would change the setting again. It was noted that the patient had an MRI for their head for multiple sclerosis (ms), but they knew about it and the stimulation was off. They also noted that they had one bad fall. Both the MRI and the fall could have been related to the issue. It was noted that the symptom control was not 50% or better. There were no further complications reported or anticipated.